Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted technical support engineer (tse) to report an error on the monopolar scissors and the energy box. Site had a message activation has been interrupted c-34 error. Tse viewed system logs and confirmed a c-34/m-18 error on the generator. Tse recommended rebooting the generator however, the c-34 error returned. Tse explained they could try another reboot, swap to another vision side cart (vsc), or if they have a force triad use that as a backup. It was confirmed that the site brought in the 3rd party generator but did not seem to have the activation cable. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The generator unit was analyzed, and the reported failure was confirmed and reproduced when connected to the system. System logs also confirmed the issue, indicating generator error 25913 c-34, which corresponds to low high frequency (hf) voltage in the on state. Visual inspection revealed no physical damage or abnormalities related to the reported event. When the generator unit was tested on a known-good system in normal operating mode, the c-34 error occurred during startup and monopolar coagulation activation. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.